Event description:
It was reported that during a moderately tortuous, heavily calcified, first obtuse marginal artery stenting procedure, two xience v (2.75x15 and 2.75x18 mm) stent delivery systems (sds) were advanced, met resistance with the heavily calcified lesion, and force was used to attempt to advance. The two xience v sds proximal shafts snapped into two [separated] outside the patients anatomy. The two xience v (2.75x15 and 2.75x18 mm) sds were removed without difficulty. Another xience v (2.75 x 12 mm) sds was advanced meeting resistance with the heavily calcified lesion and would not cross and the proximal xience v sds shaft was kinked. The xience v (2.75 x 12 mm) sds was removed and the same guide wire and guide catheter remained in the patient to successfully do a plain balloon dilatation angioplasty with an unspecified balloon. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components and / or vasculature. Based on the reviewed information, no product deficiency was identified.